Manufacturer narrative:
(B)(6).

Event description:
A consumer reported that their tremor had reappeared. The patient wanted to know how to adjust the intensity on their left side due to their tremor reappearing. It was noted on (B)(6) 2016, the patient was operated on. The patient's handbook did not have an english version and their health care provider (hcp) was on vacation and could not be contacted. The indication for use included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.